Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at another hosp (not implant center) and reported that low speed and pump stop events were noted in the pt's event history during a routine visit. The pt stated that when she connected to the pt cable the system controller alarmed. The pt switched back to battery power and then connected again to the pt cable without any add'l events or alarms. The pt stated that she did not have any symptoms during the event and that it did not feel like the pump stopped. The vad coordinator reported that she was going to exchange the system controller and continue to monitor for any further events.

Manufacturer narrative:
Additional information: the pump remains in use supporting the patient. Although the reported low speed and pump stoppage events were confirmed during review of the submitted system controller log files, the cause of the events could not be conclusively determined. Review of the system controller log files from the time of the original event and the returned system controller confirmed multiple low speed and pump stoppage events that showed corresponding elevations in pump power and pulsatility index. Based on the manufacturer¿s previous complaint experience, the captured events appeared consistent with a potential percutaneous lead issue. The patient has refused any further treatment and remains ongoing on vad support. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2014, that the patient experienced pump off alarms and her system controller was exchanged. On (B)(6) 2015, it was reported that the patient continued to have low flow and low speed alarms. The patient refuses to have any further treatment.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.